Event description:
It was reported that an arthroscopy was performed to have scar tissue of the suprapatellar pouch resected.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that without imaging and/or analysis of the explanted components, the root cause of the fractured posts cannot be concluded. However, the reported history of arthrofibrosis, persistent itbs, the ¿kneeling episode¿/hyperflexion with subsequent pain and ¿acute clunking of the right knee¿ along with the 5.5 months continued ambulation prior to the right revision cannot be ruled out as contributing factors to the post deformation/fracture/¿failed knee¿ and subsequent right tka revision. Also, based on the required increased insert thickness, left knee laxity could have been a contributing factor to the left poly subluxation and/or post fracture and subsequent revision. The patient impact beyond the reported symptoms and bilateral knee revisions cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.